Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx440-t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be underdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing and quality control data. The progav® 2.0 shunt system was manufactured by a qualified employee on (B)(6) 2020. Deviations during assembly did not occur. The product was finally tested as article fx440-t and released for packaging and sterilization and was sterilized by miethke. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: - deposits on the pediatric prechamber. Permeability test: the test showed that the both valves and the prechamber are permeable. Computer control test: the computer controlled test showed the opening pressure of the progav® 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1,52 cmh2o. This is not within the specified tolerance of 5 cmh2o ± 3 cmh2o. An applied pressure of 5 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 5 cmh2o ± 3 cmh2o. Additional testing confirms the first test results. According to our results, we can detect a presence of a accelerated outflow.) Additionally, the shuntassistant® was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 15 cmh2o in the vertical position, a pressure of 15 cmh2o -2/+4 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant® had a pressure of 15,04 cmh2o. This is within the specified tolerance of 15 cmh2o -2/+4 cmh2o. Adjustability test: the progav® 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav® 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, deposits were found in both valves. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a accelerated outflow in the valve at the time of our investigation. Detected deposits were the cause of the accelerated outflow. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Additional information "part a", d6b, h10.